Manufacturer narrative:
Actual device has not yet been returned for evaluation, however return is anticipated. As lot number of device was not provided, implantech was unable to review specific manufacturing records. Currently, implantech has no results or conclusions.

Event description:
Complainant reported that patient complained of numbness and swelling approximately 4 weeks post surgery after having chin implant implanted. The physician found the end of the arm of the chin implant was kinked or bent at 90 degree angle on the patient's right side. The physician elected to explant and replace the device. Explant/replacement surgery occurred approximately 7 weeks post-operatively. The physician indicated that the end of the device had broken off. After replacement surgery, patient is reported to be doing well.

Manufacturer narrative:
Evaluation summary: method: actual device has now been evaluated, and labeling for device evaluated. Results: evaluation suggests that "user interface" contributed to the event. Conclusion: damage to implantable medical devices during surgery is a known, inherent risk of the procedure. Labeling warns that "utmost care should be taken to avoid damage to the implant during handling or in surgery. Avoid contact with sharp objects such as surgical instruments..."